Manufacturer narrative:
Common device name: dqy. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the atb advance balloon catheter could not deflate while being used on a cat. The balloon was punctured with a needle in order to be removed. There were no injuries or additional procedures reported.